Manufacturer narrative:
Visual analysis of the photographs identified, capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed. .

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade iii. Device has been explanted and replaced. This relates to the left side.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.